Manufacturer narrative:
Although requested, the s8-3t transducer has not yet been received for further evaluation. Additional information will be provided once the device is returned and evaluation is completed.

Event description:
The customer reported that the s8-3t transducer (part number 453561667831) had image degradation during clinical use. The customer confirmed that there was no injury or safety concern. The field service engineer confirmed the procedure was completed satisfactorily. The transducer was replaced to resolve the issue. S8-3t image quality degradation during clinical use at a critical time was previously evaluated per (B)(4)1 and was determined to be unacceptable. A medwatch report will be submitted for this image quality issue.

Manufacturer narrative:
Device received for evaluation.

Manufacturer narrative:
Our evaluation of this probe confirmed the customer¿s imaging complaint. The damage to the tip and window of this probe was the root cause of the imaging problems with this probe. This damage was determined to be caused by inadequate cleaning.